Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's pump alarmed for replace battery now, hardware failure error and the motor arm cannot communicate with the main arm. Customer's blood glucose was 16mmol/l at time of incident. Customer states that they perform self test that alarm for pump error and also pump was able to rewind. Customer advised to monitor the pump and call back if issue persists. Insulin pump will not be return for analysis.